Manufacturer narrative:
The customer's test strips were requested for investigation. The product has not been received at this time. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation - the occupation is patient/consumer.

Event description:
It was reported that a patient received discrepant results when testing with coaguchek xs meter serial number (B)(4). A sample from the patient was tested using the meter, resulting in a value of 1.5 inr. Within one to two hours of meter testing, a sample from the patient was tested in the hospital using an unknown method, resulting in a value of 2.17 inr. A sample from the patient was tested using the meter, resulting in a value of 1.8 inr. Within one to two hours of meter testing, a sample from the patient was tested in the hospital using an unknown method, resulting in a value of 2.7 inr. It was noted that the patient may have pressed her finger slightly when collecting samples for meter measurement. There were no changes in the patient's treatment. The patient's therapeutic range is 2 - 3 inr.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Medwatch field d4 has been updated.